Event description:
The pt received the scs sys on (B)(6) 2010. It was reported the pt complained of feeling hand numbness at times with or without stimulation. Pt also reported dropping things with her right hand and muscle twitch/vacillations in her elbow and near her shoulder in upper arms bilaterally. These symptoms existed prior to the scs sys implant and have recently returned as pt has gradually lost coverage in her right hand with the increased power requirements she has had. Reprogramming the sys has given pt effective parasthesia. Pt is scheduled to meet with a neurologist to determine the next course of treatment. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.